Event description:
Caller reported a cartridge alarm 20 during pumping, which did not cause blood glucose levels to exceed 500 mg/dl, as they were within a normal range. Tandem technical support (cts) confirmed cartridge alarms with consecutive cartridges and decided to replace the pump. Caller was informed that a replacement pump with updated software would be sent, training would be available on their tandem source account, and instructions for returning the faulty pump were provided. Caller acknowledged and understood the procedures, agreeing to use multiple daily injections (mdi) as a backup insulin delivery method.